Manufacturer narrative:
Additional information: d10, g4, h3 h6 (method, results, conclusion).

Event description:
The customer reported failing pressure calibration.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported failing pressure calibration.